Event description:
Biomedical engineering requested a log review for a suspected over infusion of morphine. Event details were reported as follows: on (B)(6) 2012, between 15:15 and 23:59 a patient may have received an over infusion of morphine. He is requesting a log review to see if it was an error in the programming that the nurse made, how much morphine was delivered, and if the device over infused. He reported that nurse check on the pca, she thought that there should have 40mls left in the bag, however, there was much less. Specific details not available and customer did want to give clinical contact information. He confirmed, no patient harm occurred, and that no event report was completed at the hospital. No further patient or event information is available.

Manufacturer narrative:
(B)(4). Device not received, log review only. Customer has provided event logs and data set, and the log review is pending. A follow up report will be submitted, once the evaluation has been completed.